Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. Visual inspection found no defects. The functional evaluation confirmed the pump failure, establishing a relationship with the reported event. The root cause was determined as a failed main circuit board. The manufacturing records show no evidence that the product did not meet specification at the point of release. The complaint history review found further instances for the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the pump failed because it takes too long to turn on and it displayed a full canister alarm without the canister being full. The issue was solved with a backup device.